Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient has a previous skin condition and the lifevest caused it to flair up. Patient reported a right sided, black and purple abscess. It was reported that the patient had hidradenitis suppurativa. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed antibiotics for the skin irritation. Follow up indicated that skin irritation improved.